Event description:
Information was received from a consumer regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient reported that she had the pump filled on (B)(6) 2016 and ¿it's not working.¿ she stated that the healthcare professional¿s (hcp¿s) office refused to let her go into the office so they could interrogate the pump. She reported being told to go to the emergency room (ER), but she stated that the hospitals never know what to do with her because they don't know about the pumps. She reported that she was on day 7 of withdrawals from ¿diluted and rob axon¿ and that she had the medication for over 17 years and needed help. Additional information was received from the patient. She stated that the refill on (B)(6) 2016 was a normal fill and there were no problems, but 24 hours later, she started feeling bad and thought it was the flu. By the night of (B)(6) 2016, she realized that it was withdrawals and the pump was not refilled. She stated that she wasn¿t feeling well, so she just rested and the worse it got, the less active she could be. She experienced increasing pain, sweating, chills, nausea, shaking, muscle aches, bone pain, body cramping, diarrhea, anxiety, and agitation. She called her hcp¿s office on (B)(6) 2016 to have them check whether the pump was on, but was told to go to the ER. She stated that nobody in the ers know what the pumps are or what to do. She went to the ER around midnight on the night of (B)(6) 2016 and after 25 hours in the ER, the hcp wouldn¿t return any of the ER hcp¿s calls and they tried giving her intravenous (IV) medications, but that gave her ¿such a headache.¿ she stated that she begged them to give her the fentanyl that was in her pump since 1999 when she got her first pump. She mentioned that the hcp put dilaudid in her pump when the old pump was replaced and she didn¿t get a choice. She stated that she gets headaches easily from morphine and dilaudid gives her headaches from ivs. She stated that as of (B)(6) 2016, she had no resolution to repair her pain pump; she stated that she was still suffering and didn¿t know what to do. She reported that her hcp refused to get her pump fixed and it had been 21 days, but the hcp hadn¿t fixed or tried to get the pump fixed. She stated that as of (B)(6) 2016, her pump had not been fixed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.